Event description:
Same case as 6000093-2007-00510, 6000093-2007-00509 and 6000093-2007-00522. It was reported, by the consumer, that post a coronary drug eluting stenting treatment procedure, the "stents failed." Per the patient's current cardiologist, the initial procedure occurred in 2004. The physician placed 2 taxus express2 drug eluting stents to the left anterior descending (lad) artery, a 2.5x24mm and a 2.5x32mm, overlapping each other. No patient injuries or complications occurred. The next day, the physician placed 2 taxus stent in the circumflex (cx) artery, a 2.5mm and a 2.75mm. He also placed 2 taxus stents in the right coronary artery (rca), a 3.0mm and a 3.5mm. No patient injuries or complications occurred. The patient was discharged on plavix and aspirin for 6 months. The patient was offered coronary artery bypass grafting (CABG), prior to these procedures due to extensive multiple vessel disease, but declined. In 2005, the patient presented with chest pain and an abnormal stress test. Angiography confirmed a patent rca, 90% distal in-stent restenosis in the cx and 50%-90% restenosis in the distal portion of the lad. The patient was treated by placing 2 more stents, unknown type and size. The patient's condition has been satisfactory since this reintervention.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.